Event description:
It was reported that the university battery charger (ubc) would not power on.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc) not powering up was confirmed. The returned universal battery charger, serial (B)(6), was connected to a wall outlet and was not able to power up as expected. The issue was isolated to the power entry module. Replacing the power entry module resolved the issue. Further evaluation of the power entry module showed no visual damage and could not reproduce the issue after connecting to a test ubc. The returned device was functionally checkout without any issue. The unit was returned to the customer. A root cause of the reported event was not determined through this analysis. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 1, entitled ¿introduction¿, shows the user how to properly plug in and turn on the charger. If the equipment is not working properly, the user should contact their doctor immediately. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval.